Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of iabp display white and would not work is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number. A non-conformance (nc) for cpu board lot 18p18l0115 for "white display and piezo alarm" is relevant. Per nonconformance documentation, the affected parts were returned to the vendor. The remaining lot was released per procedure. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Errors were noted in the emdr initial report and has been corrected. The following were corrected. Patient age has been corrected. Patient's prexisting condition. Initial reporter was a healtcare professional (nurse). Report source also include distributor. Other remarks:

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted into the patient, the display on the intra-aortic balloon pump (iabp) shown a white screen and would not work. The screen connection line was reconnected, and the fault could not be solved after shutdown and restart. As a result, the iabp was replaced to continue treatment. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted into the patient, the display on the intra-aortic balloon pump (iabp) shown a white screen and would not work. The screen connection line was reconnected, and the fault could not be solved after shutdown and restart. As a result, the iabp was replaced to continue treatment. There was no report of patient complications, serious injury or death.